Event description:
Pt claims rheo prosthetic knee failed causing injury to ankle no details of suspected product failure or how injury occurred were provided. Pt was seen by a doctor and prescribed motrin for swelling.